Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced twitching and presented to the emergency room. Device was found to be in back-up vvi mode. Device download was performed successfully. It was believed that the interaction between the patient¿s remote merlin transmitter used for remote monitoring contributed to the backup vvi functionality. There were no adverse consequences to the patient.